Event description:
It was reported the pt received a trial lead which exhibited invalid contacts. The sjm representative was able to program around the contacts to obtain effective stimulation for the trial. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.